Event description:
Vns pt developed a seroma and a subsequent staph infection at the generator site. Reporter stated that the infection was treated with oral antibiotics with no improvement and the site became swollen and required draining. Reporter stated that both the generator and leads have been explanted. Further follow-up concluded that the pt is expected to have new vns system reimplanted in approximately three months and the pt is doing well at this time. The infection has resolved.